Event description:
The customer reported the root "will not stay powered on while on battery." Per additional information from the customer, the "device just turns off without warning" when obtaining nibp readings and the "battery showed above 3/4 full prior to turning off." There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned root was evaluated. The device was able to be manually powered on and off, however, the device battery depleted quickly even when fully charged due to the battery having a low full charge capacity. A "low battery" alarm was triggered on the root when the device entered the shut down process. Health effect impact code: no adverse event, no patient impact

Manufacturer narrative:
Other text: the device was reported to be available for analysis; however, as of the date of this report, it has not yet been received despite masimo's request for its return. A follow-up report will be submitted if the device is received or if additional information becomes available. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the root "will not stay powered on while on battery." Per additional information from the customer, the "device just turns off without warning" when obtaining nibp readings and the "battery showed above 3/4 full prior to turning off." There was no patient impact or consequence reported.